Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on the second firing in the pylorus of  the stomach during a laparoscopic gastric sleeve procedure. The last staple did not form on outer row. The staple line was also distally incomplete. To resolve the issue, the surgeon over sew the incomplete staple formation. The surgeon was also able to complete the rest of the staple firings.